Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿when the catheter was used in this situation for (but before) administering cytostatics, the system leaked immediately upon puncture. Patient was re-introduced with a new nexiva system.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. It was stated ¿when the catheter was used in this situation for (but before) administering cytostatics, the system leaked immediately upon puncture. Patient was re-introduced with a new nexiva system.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available to bd for evaluation but bd was provided seven photos for evaluation. Our quality engineer reviewed the photos and determined that the first photo revealed an opened package from lot 6147819. The remainder of the photos revealed a 20 gauge bd nexiva dual port unit with all of the components present and intact. The engineer also found that there was traces of media present in areas throughout the unit. Based off of the visual inspection the engineer was able to verify the reported issue of leakage. However, based off of the photos provided our engineer was unable to determine a root cause for the leakage and unfortunately no corrective actions could be identified at this time. A review of the device history record revealed zero defects found during this production run. Investigation conclusion: indeterminate - the alleged defect described in the product incident report was not confirmed or replicated; as units were not provided for this incident, therefore a definite root cause could not be established. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: no.